Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2015. Dexcom representative advised patient to reset the device which was unsuccessful for the reported issue. Dexcom representative advised patient to pair a different transmitter with the receiver which was successful. No additional patient or event information is available.